Event description:
Boston scientific received information that this right atrial (ra) lead was attempted and removed due to difficulty advancing the lead through the vein. During the implant procedure a dissection occurred, as well as, a hemothorax. A chest tube was placed and the patient was intubated. At this time, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and in the j-region of the lead were several minor kinks of the coils likely caused by handling of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.